Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test during pre-use check. Our field service engineer investigated the ventilator on site. The o2 gas module was replaced and returned for technical investigation. Simulated use testing of the returned o2 gas module failed the pre-use check with internal leakage test, o2 cell/sensor test, flow transducer test and the patient circuit test. Paw high, expiratory minute volume: low and respiratory rate: high were active during ventilation. The o2 concentration was lower than set, 20% instead of 60%. During visual inspection, a lot of moist was observed inside the filter's chamber. Further investigation revealed that the reported issue was due to a defective delta pressure transducer on a printed circuit board inside the gas module. Moreover, the nozzle unit was broken as well. This fault in the pressure sensor can give rise to faults in the pre-use check and during ventilation high pressures and volumes, as well as higher oxygen concentrations than set. The most probable source of water into an air gas module is moist air from the hospital's external compressor in the central air gas system/hospital's external compressor. According to the users' manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.